Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A xtw clip was first chosen for implantation. The clip was placed a2-p2, but when half closed, an increase in the mr jet was observed. It was decided to remove this clip for a different size. A xt clip (lot: 40103r1120) was then placed successfully with a good reduction in mr. During the first establishment of final arm angle (efaa), the clip arms opened from 20 degrees to 30-35 degrees and an increase in mr was observed. The clip was reopened and efaa was performed again. The clip opened again but the physician decided it was within the acceptable range. After lock line was removed, the second efaa was performed and the clip opened from 20 to 30-35 degrees again. The clip was reclosed and deployed. After release, the clip stayed closed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.